Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of stimulation sensation following a falling on her backside. Specifically, she pulled "something" backwards and it ripped which caused her to fall back. She got up and dusted herself off and felt a shocking sensation about 15 minutes later. She went to turn the device down but her pt programmer needed new batteries. With the batteries replaced, she turned her device on and adjusted up to 4 volts but felt no stimulation (her normal setting range was 1.6 to 2.0 volts). Further info was requested from the healthcare professional.